Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred for the past month. The customer reported an elevated blood glucose (bg) level above 300 (mg/dl). Due to the supplies being changed, troubleshooting to determine the source of occlusion was unable to be performed.